Event description:
Same case as MFR report #: 3005099803-2008-00700. It was reported that during an endoscopic retrograde cholangiopancreatography procedure, one balloon ruptured and one balloon would not inflate. Initially, the smaller 12-15mm extractor balloon was placed into the diverticulum. An attempt was made to remove some stone sludge and the balloon ruptured. Another larger 15-18mm extractor balloon was passed through the scope, but would not inflate. The physician completed the procedure successfully with another 12-15mm extractor balloon. There were no pt complications and the pt was reported to be fine.